Event description:
Additional information: it was reported that the pump was not working and so it was replaced in (B)(6). The healthcare provider (hcp) was pulling out twice as much drug as expected at every refill. It was reported that the pump failed to properly deliver medication. The pump had been implanted for less than a year.

Event description:
It was reported that pump was being replaced because, they were "pulling out more drug" than expected. A dye study was done "a while ago" and it looked like the catheter was "fine". The patient was also not experiencing any pain control. The pump was delivering dilaudid.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump revealed no anomaly.